Manufacturer narrative:
The investigation, including root cause determination is in progress. This report mailed in to FDA on: 07/11/2007.

Event description:
Surgeon reports one custom hyperopia with astigmatism patient that is demonstrating an 'atypical' clinical result and an 'abnormal' topography. Additional information has been requested.